Event description:
It was reported that a stent fracture was found after an x-ray control had been performed on the right internal carotid artery. No restenosis was found. The stent was implanted in 2004. It was also reported during the x-ray control, compression of the access site, the patient experienced a tia lasting only a few minutes and had resolved. No additional information available.

Manufacturer narrative:
The device was returned and there was no lot information. We were not able to perform device inspection or device history record review in this case.